Event description:
The reporter contacted animas on (B)(6) 2012 stating all of the keypad buttons were sticking and intermittently unresponsive. The reporter denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly did not clean the pump. No further information was available. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok, up and down arrow keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under the ok, up, and down key contacts. Unrelated to the complaint, a failed electrical connection was found in the audible alarm circuit. This issue is not likely to cause an adverse event because the pump's vibratory alarm was found to be functioning appropriately and the pump would still be able to alarm and alert the user of an issue. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.